Event description:
This (B)(6) male with end stage ischemic cardiomyopathy underwent implantation of a left ventricular assist device -lvad- on (B)(6) 2010. Approx 2 weeks after implantation, the pt suffered a new neurologic event and developed ischemic changes to lower extremities. CT scan of the brain revealed multiple shower type emboli. Further investigation revealed the lvad pump was not working. On (B)(6) 2010, the pt was returned to the operating room for exchange of the lvad, his chest was left open and he is awaiting closure.